Manufacturer narrative:
(B)(4). Batch # r9254u. Device analysis: it was reported that during the procedure, the clip was formed loosely when the device was used on the blood vessel. The analysis results found that the el5ml device was returned with a clip in the jaws and with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic esophagectomy, the clip was formed loosely when the device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.